Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range (oor) shock impedance measurements of 131 ohms. Boston scientific technical services (ts) reviewed device data and indicated that the pacing impedance has also gradually increased but remains within normal limits, and that the intrinsic amplitude is variable. Review of the one-year trend data showed a monitored shock impedance that has been stable until the most recent oor measurement. Ts indicated that these observations could be related to calcification, physiological or medication changes. Troubleshooting steps were provided and at this time, no further information is available. The lead remains in service and no adverse patient effects have been reported.